Event description:
It was reported the patient was not feeling stimulation but she was not sure when she stopped feeling stimulation because she was used to it and all of a sudden it¿s not there and she wasn't paying attention to it. The patient reports symptoms returned couple weeks ago suddenly. The patient reports she switch from program 4 to program 2 at 3.6 volts but she was not feeling stimulation and not getting relief. The patient did not have fall or trauma. The patient reports she had a bone density scan done recently. The patient reports she called healthcare provider office and they told her to call manufacturer. The patient confirmed ins (stimulator) was on and setting with patient programmer.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va04a8n, implanted: (B)(6) 2012, product type lead. (B)(4).